Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that airway manipulation: attempt 1: cmac c blade. Grade IV view. After short period of assessment, took the view that intubation would not be successful, and removed blade for reoxygenation. Reinserted opa, ventilated successfully, although o2 saturations dipped significantly (70%), and were slow to recover. During this time runner was sent to urgently fetch d-blade. Assistance arrived from other theatres - they were able to locate d blade quickly. D blade failed to work (black screen) despite multiple attempts to disconnect/reconnect (same screen as c blade). Attempt at reintubation abandoned and reoxygenated pending functioning d blade location. Different screen and d blade, which did work immediately. During debrief, non-functioning screen reassessed. Began working again. Pin connection problem.

Manufacturer narrative:
Investigation was done on 17 feb 2025. The claimed product wasn't returned to karl storz tuttlingen. Therefore, a physical technical inspection isn't possible. The most likely cause is that the device plug was incorrectly plugged in due to the rush. Reason for the rush: the patient already had a poor oxygen saturation level. Intubation was not possible with the originally used blade due to an unexpectedly difficult access. Therefore, a springer was instructed to get a d-blade in another operating room. This may have led to the cable not being connected correctly and thus no image appearing on the monitor. When the non-functioning device combination was checked afterward and at retest, everything worked as usual. For this reason, user error can be assumed as the most likely cause. The event is filed under internal karl storz complaint ID: (B)(4).